Event description:
It was reported that the right atrial (ra) lead exhibited increasing and unstable thresholds. High and undefined impedance was also observed and fracture was suspected. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.